Event description:
During attempted stent placement for treatment of lt/ pulmonary artery stenosis, the stent migrated into the main pulmonary artery. Pt was taken to operating room where the stent was surgically removed and the pulmonary insufficiency was corrected at the same time with a homograft.